Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when administering medication through the bilumen PICC, one of the ports was found covered with adhesive tape and the distal connector of the PICC broken. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported when administering medication through the bilumen PICC, one of the ports was found covered with adhesive tape and the distal connector of the PICC broken. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).